Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml baclofen (unknown) at 37 mcg/day. It was reported that the patient was having a routine pump replacement on (B)(6) 2020 and the hcp found there was a hematoma at the pump connector and was clogging the end. They did a back table prime already to the pump. The hcp is going to revise the pump end of the catheter.